Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
It was reported to philips that the device had a system shutdown. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site; however, the initial reporter canceled the service order and stated the device does not have any need for repair. Multiple good faith efforts were made to obtain information regarding the patient information/user involvement and contextual use, device evaluation, performance verification testing (pvt) results, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened and a supplemental report will be submitted.